Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 465 mg/dl and insulin pump was not working at all. Customer¿s current blood glucose was 352 mg/dl. Customer declined troubleshoot for high blood glucose. Customer stated that serial number was rubbed off from back of insulin pump. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The insulin pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to j7/printed circuit board 1 during visual inspection. The insulin pump was received with serial number label faded.